Manufacturer narrative:
The hospital biomed reported a delay in delivery of cardioversion. A clinician went to use an mrx that had a red x, and was confused by the red x condition. No adverse patient impact was reported. The hospital biomed then noted that the device had not malfunctioned but that the opcheck test had been run incorrectly resulting in a false test failure, red x. The staff at the hospital have been retrained regarding running the opcheck. There was no malfunction of the device. This is consistent with a user error in running the opcheck [where the shock button is not pressed when prompted] and no malfunction.

Event description:
The hospital biomed reported a delay in delivery of cardioversion. A clinician went to use an mrx that had a red x, and was confused by the red x condition. No adverse patient impact was reported.